Event description:
It was reported, the patient had been having issues with the ptm (personal therapy manager). The patient was sure he had been denied a bolus three times in the last week by the ptm. The patient used the ptm to get a bolus and the ptm showed the bolus denied screen, but showed a countdown clock. The patient did use the ptm at 10:15 pm and noted the bolus was denied with the countdown clock. The patient had an appointment scheduled for 2014 (B)(6). An antenna was requested. When the patient was in his chair, he experienced more pain and he was ¿already hurting so bad.¿ the patient planned to get a notebook to document when he requested a ptm bolus and if the bolus was delivered. The patient was currently on many oral medications to help with the pain. This device system delivered baclofen and dilaudid. It was further reported the patient would ¿get a negative tone and the counter would start as though it was a positive.¿ it was reviewed that the patient¿s bolus request was denied, and the countdown represented the next time the patient would be able to get another bolus. It was noted, the patient received an antenna and it worked good for the first 8 or 10 days, but after that the patient reported that they started having problems again, and saw a bolus denied screen on 2014 (B)(6). It was also reported, the patient saw ¿the descending tone, then an ¿x¿, and then a countdown.¿ it was noted this was the only time the patient saw this screen since he received the new antenna and he had been able to get a bolus since this happened. It was reported, the patient got a bolus earlier in the day on 2014 (B)(6). The patient wanted a new ptm delivered to him as he believed it was not working correctly. It was indicated that the ptm appeared to be working as designed. The ptm was the only means of pain control for the patient and the ptm was all the patient could use for pain and ¿it¿s not helping as it is.¿ the patient further described the pain as ¿excruciating¿ and needed the ptm to work. The plan was for the healthcare provider to add a third drug to the pump (in addition to baclofen and dilaudid) next week ¿to see if it helps.¿ it was reported, the start date of the patient¿s baclofen treatment was (B)(6) 2012 and the end date was (B)(6) 2014. There were no other medications present in the pump at the time of the event, but the patient was taking oxycodone. The exact symptoms that the patient had experienced were unclear as written by the physician. It was noted that the patient was now ¿doing well.¿ additional information received reported a possible uplink error. It was noted, the patient was having a random issue with the baclofen pump and ¿sometimes when requesting a bolus he would be like it was being delivered, but it would have an ¿x¿ and would start with a countdown of the lock out clock.¿ it was noted this would happen every now and then over the last couple of months. It was also reported, the patient¿s previous medical history made it very uncomfortable to sit in the wheelchair. There was no allegation against the pump or therapy. The pump was being used to deliver baclofen. Follow-up information received from a physician clarified the patient¿s symptoms in the information previously received. The patient had symptoms of dizziness and loss of consciousness with the event.

Manufacturer narrative:
(B)(4).

Event description:
As of the date of this report, the patient was continuing to have problems with his ptm (personal therapy manager). He could use the ptm at some points and it worked fine and other times when he pressed the bolus button it would deny the bolus and state he had to wait 50 minutes. Sometimes it would be mid-afternoon before he tried to get a bolus for the first time in the day and it would say 50 minutes. There were other times it would give a positive tone and the bolus. The patient stated ¿it¿s always 50 minutes¿ that it says he has to wait. The patient then stated there had been times, like the other day, it told him to wait 6 hours and 23 minutes. The patient had had the issues ¿since day one, meaning since implant.¿ when the ptm didn¿t give the patient a bolus, it was ¿very irritating¿ and the patient wanted to ¿take a sledgehammer to the ptm.¿ at the time of this report, the device system was reported to be delivering bupivacaine, baclofen, and dilaudid.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).